Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated they re-primed the line and the bubble would not go away. The solution was verified to be at the top of the patient line. No other issues identified during troubleshooting. Renal therapy services (rts) assisted the patient in ending therapy and reviewed proper procedures per the user manual. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.